Event description:
Following the battery performance alert (bpa) advisory, a bpa was received by the clinician and the device was explanted. The patient was stable prior, during and post procedure.

Manufacturer narrative:
No conclusion code available. The device was returned for a bpa alert, and a sharp battery voltage drop was seen. The field event was confirmed. Sensing, pacing, pli, hvli, hv charging, hv delivery and hv shock impedance testing was performed and high current was seen. The cause was found to be an rf module anomaly. The battery was sent for additional testing, revealing no anomalies. The device history record was reviewed for related rework or nonconformance; no rework or non-conformances associated with the reported event was identified.